Event description:
During the filling of the lower chamber of the dual chamber bag, noted solution leaking from the central area. The filling process was stopped and the compartment was drained. A pin sized hole was found on the printed side of the bag.